Event description:
It was reported that during the one day post implant interrogation, it was discovered that the leads were reversed in the device header. The device was programmed to vvi 60 bpm to prevent any irregular pacing. The next day the leads were placed into the correct ports. The device was reported to be functioning normally. The device and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.